Manufacturer narrative:
One used d1000 tego® connector was received for evaluation. The single used tego was returned with blood residuals between the seal and the body. No mating devices were returned. Subsequent leak testing revealed an internal leak. When the tego was disassembled, a puncture in the side wall of the seal was observed. This puncture was the cause of the internal leakage. The probable cause of the puncture and leakage is access with a sharp instrument such as a needle during use. The d1000 tego dfu states: do not use needles or caps on tego. A device history review (DHR) was not conducted due to no lot number was positively identified.

Manufacturer narrative:
The device has been received. Testing and investigation is not complete.

Event description:
The event involved a tego connector that immediately at the start of the dialysis treatment, 10ml of blood came out of the side of the tego. The device was changed out and no further problems were encountered. There was no adverse event, no medical intervention needed and no delay in critical therapy.